Manufacturer narrative:
(B)(4). The two returned hand-held barcode readers successfully read the tested barcode labels. The customer submitted 20 barcode labels which had a barcode height of 11.95 mm and failed the minimum barcode height specifications of 12.7 mm as stated in the cell-dyn sapphire operators manual. The complaint issue was resolved after changing the hand-held bar code readers of the customer two cell-dyn sapphire instruments.

Event description:
The customer stated that the hand-held scanner of the cell-dyn sapphire analyzer occasionally misreads barcode labels on patient sample tubes. No examples were provided by the customer, however the customer indicated that the labels were transposed. The customer also indicated that there was no issue with the analyzer's internal barcode reader. New barcode scanners were sent to the customer in order to resolve the issue. The barcode reader in question will be returned for evaluation. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.